Event description:
During the atrial fibrillation procedure, the sheath was inserted into the heart, and while inserting a non-abbott catheter (j&j octaray catheter), blood leaked from the hemostasis valve. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath. No air movement into the patient has been identified. The only products inserted directly into the hemostasis valve were the included dilator and a non-abbott catheter (octaray). No additional venipuncture was performed for sheath replacement due to sheath replacement.

Manufacturer narrative:
The reported event of fluid leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.